Event description:
It was reported that the patient¿s caregiver contacted support due to high glucose while the ilet bionic pancreas had been placed on a charger for several hours during an appointment, and the patient uses a contact detach steel infusion set; a full supply change was completed with troubleshooting and education provided. Symptoms included hyperglycemia with a blood glucose level of 400 mg/dl. Outcomes included no reported injury, no medical intervention beyond guidance, and no hospitalization. Investigation included technical support review and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that the device performed as designed during the guided supply change. It was concluded that the event was not confirmed to be device related and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.